Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was depleted yesterday. It was noted that the system was put in ¿last wednesday (B)(6)¿. It was stated that the patient was under the impression that it would last for 2 weeks but charge lasted 5 days. It was stated that until yesterday her stimulation was going down both legs instead of just the left leg. It was reported that the stimulation was taking are of the pain but she had to keep stimulation high. It was noted that the patient had an appointment with her clinic tomorrow to check her incisions, educate on recharging and possible programming changes. It was stated that the patient was concerned that she was going to ¿waste¿ her appointment because her implant was depleted. It was noted that the reason for the stimulation was because the patient¿s toes went numb and cold on the left side, and that the toes felt like they had blisters, no circulation. It was stated that she had pain in the legs, couldn¿t walk much, and her hip ¿would feel like giving away¿.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the cause of the event was due to improper placement of the recharger. It was noted that the patient was unsure of how to operate the recharger. The reporter noted that the manufacturing representative corrected this and the patient was recharging correctly.